Event description:
Patient underwent generator explant due to infection. The infection has reportedly resolved and reimplant is scheduled. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.